Manufacturer narrative:
Blocks b5, e1: initial reporter email address, and h6: device codes have been updated based on the additional information received on july 18, 2023. This complaint has now been deemed non-reporable. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore. The lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0501 captures the reportable event of "tip broke."

Event description:
It was reported to boston scientific corporation that a capio slim device was used during an anterior vaginal repair procedure performed on (B)(6) 2023, for the treatment of prolapse. During the procedure, upon the second use, "the tip broke." The event is unclear and attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. The event description may suggest that the dart detached. Additional information received on july 18, 2023: the "tip of the capio device" did not really "break"; it just stopped functioning. The cage did not catch the dart during deployment on the patient's right side. The suture did not break, and the dart did not detach from the suture. No pieces fell into the patient. This complaint has been deemed nonreportable.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during an anterior vaginal repair procedure performed on (B)(6) 2023 for the treatment of prolapse. During the procedure, upon the second use, "the tip broke." The event is unclear, and attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. The event description may suggest that the dart detached.

Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore. The lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0501 captures the reportable event of "tip broke."